Event description:
It was reported that a patient underwent an unknown procedure in 2024 and a barbed suture was used. Prior to use on the patient, the fixation tab was broken. No adverse patient consequences were reported. Upon evaluation of the returned device, one side of the fixation tab was found to be broken. Additional information was requested however no additional information could be provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently. The following information was requested, but unavailable: please provide lot number. Additional following information was reported: did the event occur during sterile processing? Unknown, did the event occur during field inspection? Unknown, did the event occur during internal service activities such as calibration? Unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, device property of: none, device in possession of: none. Investigation summary: the product was returned to ethicon for evaluation. One needle-suture outside its packaging was received for analysis. Product code sxpp1a403. During the visual assessment of the sample, it was noted that the swage and attachment area were as expected. Marks on the body needle that appears to be by a surgical instrument could be observed. The suture was examined, body fluids and damage at some barbs were noted and one side of the fixation tab was found to be broken. It should be noted that a 100% inspection is performed via the automotive vision system to ensure the tab is present and complete during manufacturing. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.